Event description:
During evaluation of a returned spectrum pump, the device turned off. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device turned off without user input. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the depressed battery contact pins. The rear case required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.